Event description:
For the past year, inevitably every piece rptr has used there has been a thin film released and lodged in between teeth. MFR implies that the reported film between the teeth is related to possible medical history and health on pt's part. Pt has used other dental floss in past years, and never encountered this problem. Pt tried glide on the recommendation of their dental hygienist who indicated that it glides through more easily.